Event description:
Paramedics attempted to use the device for routine monitoring of a pt complaining of shortness of breath. The monitor allegedly displayed only dashed lines when the 3-lead monitoring cable was connected. A back-up monitor was made available and used with no other problems reported. There were no adverse effects to the pt reported as a result of the alleged malfunction.